Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A knot is a known complication of a peg / peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was hospitalized for nausea and gastrointestinal intolerance. The patient underwent a gastroscopy which ruled out a buried bumper. On (B)(6) 2018, the patient underwent a gastric anterior gastrostomy and a knot on the enteral catheter (j-tube) was found. It was reported that due to the knot, the patient needed surgery to remove the duodopa tubing system since it was impossible to remove via endoscopy.